Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm, failed self-test alarm and test failure alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that a basal was not programmed before the alarm occurred. The customer stated that the bolus amount was recorded in the bolus history. The customer stated that they were able to clear the no delivery alarm. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. No unexpected excessive no delivery alarm. No a44 or a64 alarm or unexpected check setting alarm anomaly. The insulin pump passed self test. However, the insulin pump was received with minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip.